Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, dose and concentration not reported via an implantable pump. The patient also stated that they were allergic demerol, morphine and a bunch of other drugs so they have always been on bupivacaine for their pump. The indication for use was non-malignant pain. The patient reported that their pump had an issue with the pump flipping and the catheter would disconnect and then the cerebral fluid would leak into the abdomen. Per the patient this happened twice. The patient had the pump and catheter replaced. No further patient complications were reported.